Event description:
Fell apart (B)(4) issue: two graspers have broken jaws. Additional information received (B)(6) 2013: writer spoke with the facility. It was reported that in two separate laparoscopic gall bladder cases the surgeon was holding the gallbladder fundus and the pin came out of the grasper.  It was stated that instruments were being used as ¿vice grip¿ and not handled delicately. In both instances the pin was retrieved from the patient with no injury to the patient's and the procedures were both continued and completed as planned. (B)(4).

Manufacturer narrative:
(B)(4): one (1) device was received for evaluation for having a broken jaw. Evaluation of the device confirmed the reported issue. The instrument has a date code of a13 which indicates this instrument was manufactured january 2013 and records indicate it was purchased by the customer january 18 2013. This failure is similar to previous failures under complaints (B)(4) related to the failure of the actuating rod where the sa insert was breaking. The customer failed samples show a fracture at the rod fork where one side is completely broken off. Carefusion is aware of this reported failure and modifications have been made to the heat treating parameters, material hardness values and improvements to the electro-polishing/passivation processes for this product. Solutions will be captured as part of the design control for this product line. A review of the device history record for the reported lot did not indicate any non-con conformances. A trend analysis was conducted for this reported failure mode and product code. Previous complaints have been filed under complaint #s (B)(4) (from the same customer). We will continue to monitor and trend for the reported failure for this product code. Our records have been updated to aid in activities should another issue be reported for this product code.

Manufacturer narrative:
(B)(4). If additional information becomes available such as device evalaution a follow up will be sent.